Event description:
(B)(4). When I had the device implanted in 2013, the dr doing the insertion messed up on the right coil and had to pull it out and place another one. Most horrible pain I have ever felt!

Event description:
(B)(4). Very dizzy and light headed, very tired all the time, mood swings, sharp stabbing pain by my ovaries when I get close to period time.

Event description:
(B)(4). Also have nausea,vomiting, extreme brain fog, constant abdominal pain,weight loss due to the nausea, severe bloating, pain in chest.

Event description:
(B)(4) I had medicaid and they covered the device implantation. After a few months of my essure being implemented, I started to have very, very heavy periods with horrible cramps, big clots coming out, along with daily bones hurting,mostly my ribs and back, hair falling out in hand fulls,migraine headaches, I had only had 2 in my entire life until the device was put in, then 1 or 2 a month, for 3 years now,weird muscle twitching (like a baby kicking),extremely terrible anxiety and depression, bloating, memory loss extremely bad, hot and cold flashes. Before essure I would get a cold maybe once a year, if that, since essure have had 2 uti turned kidney infection, constantly catching colds,my teeth are very weak and 2 have broken in half and required immediate attention.